Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent capture. The patient is dependent and had been experiencing syncope. The device was explanted and replaced successfully. No additional information was available.